Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had 1 high rate non-sustained episodes with possible ventricular oversensing noted. The lead appears to be currently functioning as programmed and remains in use. No patient complications have been reported as a result of this event.